Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump was cracked on the reservoir compartment. The customer's blood glucose level was 517 mg/dl. The customer was advised that the device would be replaced. No further details were provided.